Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected/prevented by following the instructions for use gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the additional findings were as follows: the air/water cylinder and suction cylinder had no color, switch #3 had a scratch, the up/down knob had a stain, due to a deformation of the plug unit, water tightness was lost, due to a burn on the plastic distal end cover, insulation resistance at the distal end did not meet standard value, the objective lens had a crack, the light guide lens had a crack, the adhesive on the bending section cover was detached, amd the connecting tube and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that white foreign material was found in the air/water tube and cylinder. There was no patient involvement.